Event description:
Prior to a procedure, staff setting up equipment in the room smelled smoke and noticed that it was coming from behind the anesthesia machine. The machine was promptly disconnected from power. The power cord was found to be charred at the plug end around the neutral pin and the pin was completely disconnected from the cord -lodged in the receptacle-. The receptacle was also charred externally. The receptacle and machine power cord were replaced. The receptacle and the machine were safety tested, and all checks passed. The power cord and receptacle were sequestered and all other items were returned to service.